Manufacturer narrative:
Device received with missing segments or partial display due to moisture damage on the electronic assembly. Unable to perform the displacement test and self test due to missing segments or partial display. Device was received with a cracked case (battery tube), and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had partial display. Customer stated that there was a white spot on the screen as well as serial number was worn off. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.